Event description:
Pt with(l) facial hemangiomas was resected and plastic surgery repair performed by stages using tissue expanders for skin graft. Pt and nursing staff had difficulty filling expanders secondary to occlusion.